Manufacturer narrative:
The cause of the patient¿s shoulder subluxation/dislocation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - eq humeral stem primary, press fit 11mm: (B)(6); 320-36-03 - 36mm humeral liner +2.5mm unconstrained: (B)(6); 320-10-00 - eq rev tray adapter plate tray +0: (B)(6); 320-31-36 - equinoxe glenosphere, 36mm: (B)(6); 320-35-03 - sm post augment glenoid plate, left: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 2 year(s), 2 month(s) and 24 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced instability / subluxation. Patient reported 2 subluxations reaching behind car seat to lift her small dog. The patient was given deltoid strengthening exercises, and the outcome of this event is now considered resolved. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.